Manufacturer narrative:
H3: product analysis found that visually, the inner spiral wrap was broken 3.72 inches from the distal end of the inner hub when returned. There was a white residue on the outside diameter of the inner shaft that was consistent with grease. Per the drawing, a thin film of silicone grease is applied to the inner shaft/spiral wrap and exterior of the hubs. Under magnification, there was a brownish red residue was compacted onto the distal diamond grit tip and striations on the area proximal to the tip. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the bur tip was broken. There was a delay of two minutes. Procedure was completed with reported pro duct.there was no patient involvement.

Manufacturer narrative:
The b5 section has been corrected. Event was occured during use. There was no patient impact, and the procedure was completed with a backup product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the bur tip was broken. There was a delay of two minutes. Procedure was completed with back up product. There was no patient impact. Additional information received that the bur was inserted to the handpiece without check, assuming it was fine. It was only to realize the bur was already broken when surgeon tried to use it.